Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: the exact event onset date is unknown. The provided event date of september 23, 2014, was chosen as a best estimate based on the date of the mesh implant surgery. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: patient code e2330 captures the reportable event of pain. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a1, b3, b5, b7, d4, d6a, g1, h4, and h10 have been updated based on the additional information received on july 20, 2022.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; diff bowel; rec incont; nonsurgical treatments: on (B)(6) 2017 the patient commenced incontinence medication: lomotil tablets + gastro stop for the treatment of: to manage faecal incontinence. Treatment duration: ongoing - no time limit. On (B)(6) 2018 the patient commenced other medication (please specify): vagifem low pessariese for the treatment of: to delay vaginal prolapse. Treatment duration: ongoing - no time limit. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to strengthen pelvic floor muscles. Treatment duration: approximately 6 months. ***additional information received on july 20, 2022*** it was reported to boston scientific corporation that an advantage fit system was used during a suburethral sling and cystoscopy procedures performed on (B)(6) 2014. On (B)(6) 2016, the patient underwent repair for rectocele and cystoscopy for treatment of pop 3 rectocele with no vault anterior compartment descent. In the physician's assessment, there was good reduction and no vaginal trimming was done.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device.the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; diff bowel; rec incont. Nonsurgical treatments: on (B)(6) 2017 the patient commenced incontinence medication: lomotil tablets + gastro stop for the treatment of: to manage faecal incontinence. Treatment duration: ongoing - no time limit. On (B)(6) 2018 the patient commenced other medication (please specify): vagifem low pessariese for the treatment of: to delay vaginal prolapse. Treatment duration: ongoing - no time limit. On (B)(6) 2018 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to strengthen pelvic floor muscles. Treatment duration: approximately 6 months.